Event description:
In 2006, four gore tag thoracic endoprostheses were implanted to repair an acute dissection with aneurysmal properties. Two months later, a postoperative computed tomography scan revealed a proximal type I endoleak. Three months later, the physician implanted a bypass graft from the right common carotid artery, to the left common carotid artery and a gore tag thoracic endoprosthesis was implanted up to the ostium of the brachiocephalic artery. The final intraoperative angiogram revealed that the proximal type I endoleak persisted, but was diminished. The physician will continue to monitor the patient.

Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork is being conducted. Please note: in 2006, four gore tag thoracic endoprostheses were implanted (tg3420/lot #03832049, tg3410/lot# 03804382, tg3410 /lot #03707801, and tg3415 /lot # 03743906).